Event description:
It was reported that the coil became stuck and had to be snared. A 22mm x 60cm embold fibered coil was selected for use in the embolization of an aneurysm directly off of the aorta. It had previously been embolized with a number of coils approximately a month prior, but it was continuing to grow. A 5f non-boston scientific (bsc) angiographic catheter and a 2.3f non-bsc microcatheter were used for access. Intermittent flush was performed. Four 32mm x 60cm embold fibered coils were deployed successfully. Next, an attempt was made to deploy this 22mm x 60cm embold fibered coil. Part of the coil began to coil in the pack as expected, but resistance was met when there was about 10cm of the coil left inside the microcatheter. The coil could no longer be advanced or retracted. It was unknown if the coil was stuck in the coil pack or in the catheter. An attempt was made to take out the microcatheter system, but the distal portion of the coil remained in the coil pack while the rest of the coil continued to unravel all the way out of the 5f catheter. The physician successfully flushed the intact coil into the pack, but the unraveled portion remained in the 5f catheter. The physician tried pushing with multiple different wires and flushing with small syringes, but nothing worked. Microsnares were used to slowly remove the unraveled coil piece by piece, but the entire unraveled coil could not be removed. The patient was due to get an aortic stent graft the following day, so the physician consulted vascular surgery. They recommended removing the 5f catheter and attempting to use a bigger snare to remove as much of the remaining coil as possible. A non-bsc snare catheter was able to be used to remove more of the stretched coil. The unretrieved portion of the coil was partially in the coil pack and partially stretched into the aorta. It did not migrate. The plan from there was for the patient to go to the operating room that night to get the stent graft placed, with the hopes that the stent would push the remaining coil up against the wall of the aorta and prevent it from migrating. At this time, there were no patient complications as a result of this event, and the patient was doing well. Patient progress would be monitored. The patient was expected to fully recover. It was confirmed that the stent graft procedure successfully walled off the coil pack.

Event description:
It was reported that the coil became stuck and had to be snared. A 22mm x 60cm embold fibered coil was selected for use in the embolization of an aneurysm directly off of the aorta. It had previously been embolized with a number of coils approximately a month prior, but it was continuing to grow. A 5f non-boston scientific (bsc) angiographic catheter and a 2.3f non-bsc microcatheter were used for access. Intermittent flush was performed. Four 32mm x 60cm embold fibered coils were deployed successfully. Next, an attempt was made to deploy this 22mm x 60cm embold fibered coil. Part of the coil began to coil in the pack as expected, but resistance was met when there was about 10cm of the coil left inside the microcatheter. The coil could no longer be advanced or retracted. It was unknown if the coil was stuck in the coil pack or in the catheter. An attempt was made to take out the microcatheter system, but the distal portion of the coil remained in the coil pack while the rest of the coil continued to unravel all the way out of the 5f catheter. The physician successfully flushed the intact coil into the pack, but the unraveled portion remained in the 5f catheter. The physician tried pushing with multiple different wires and flushing with small syringes, but nothing worked. Microsnares were used to slowly remove the unraveled coil piece by piece, but the entire unraveled coil could not be removed. The patient was due to get an aortic stent graft the following day, so the physician consulted vascular surgery. They recommended removing the 5f catheter and attempting to use a bigger snare to remove as much of the remaining coil as possible. A non-bsc snare catheter was able to be used to remove more of the stretched coil. The unretrieved portion of the coil was partially in the coil pack and partially stretched into the aorta. It did not migrate. The plan from there was for the patient to go to the operating room that night to get the stent graft placed, with the hopes that the stent would push the remaining coil up against the wall of the aorta and prevent it from migrating. At this time, there were no patient complications as a result of this event, and the patient was doing well. Patient progress would be monitored. The patient was expected to fully recover. It was confirmed that the stent graft procedure successfully walled off the coil pack.

Manufacturer narrative:
Updated: e1: initial reporter email. Device eval by manufacturer: the returned device consisted of an embold fibered system with perforations intact. The coil received was broken in three separate pieces. Microscopic examination revealed the coil broke from the coupler, but the coupler was still attached to the delivery wire. Additionally, media submitted from the customer was thoroughly examined and evaluated to reveal a coil pack with a stretched coil protruding from the target location with a section of the stretched coil in the catheter. The reported events were confirmed.

Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of an embold fibered system with perforations intact. The coil received was broken in three separate pieces. Microscopic examination revealed the coil broke from the coupler, but the coupler was still attached to the delivery wire. Additionally, media submitted from the customer was thoroughly examined and evaluated to reveal a coil pack with a stretched coil protruding from the target location with a section of the stretched coil in the catheter. The reported events were confirmed.

Event description:
It was reported that the coil became stuck and had to be snared. A 22mm x 60cm embold fibered coil was selected for use in the embolization of an aneurysm directly off of the aorta. It had previously been embolized with a number of coils approximately a month prior, but it was continuing to grow. A 5f non-boston scientific (bsc) angiographic catheter and a 2.3f non-bsc microcatheter were used for access. Intermittent flush was performed. Four 32mm x 60cm embold fibered coils were deployed successfully. Next, an attempt was made to deploy this 22mm x 60cm embold fibered coil. Part of the coil began to coil in the pack as expected, but resistance was met when there was about 10cm of the coil left inside the microcatheter. The coil could no longer be advanced or retracted. It was unknown if the coil was stuck in the coil pack or in the catheter. An attempt was made to take out the microcatheter system, but the distal portion of the coil remained in the coil pack while the rest of the coil continued to unravel all the way out of the 5f catheter. The physician successfully flushed the intact coil into the pack, but the unraveled portion remained in the 5f catheter. The physician tried pushing with multiple different wires and flushing with small syringes, but nothing worked. Microsnares were used to slowly remove the unraveled coil piece by piece, but the entire unraveled coil could not be removed. The patient was due to get an aortic stent graft the following day, so the physician consulted vascular surgery. They recommended removing the 5f catheter and attempting to use a bigger snare to remove as much of the remaining coil as possible. A non-bsc snare catheter was able to be used to remove more of the stretched coil. The unretrieved portion of the coil was partially in the coil pack and partially stretched into the aorta. It did not migrate. The plan from there was for the patient to go to the operating room that night to get the stent graft placed, with the hopes that the stent would push the remaining coil up against the wall of the aorta and prevent it from migrating. At this time, there were no patient complications as a result of this event, and the patient was doing well. Patient progress would be monitored. The patient was expected to fully recover. It was confirmed that the stent graft procedure successfully walled off the coil pack.